Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, faults on the surgeon side console (ssc) right manipulator were displayed. The operating room (or) staff called to report that universal surgical manipulator 2 (usm) was frozen. The or staff stated the surgeon moved to the other surgeon's console and was continuing with the case robotically. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and found errors 22005 and 23008 on the right master tool manipulators (mtm). The isi tse asked the or staff to cycle system power between the case and exercise the mtmr and verify nothing was restricting mtmr gimbal movement. The surgeon was continuing with the case robotically using the other ssc. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked when powering on the system. The system powered on without errors. The system was a dual console system. The procedure was completed robotically after converting to the other ssc. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the right master tool manipulators (mtm) due to the errors. The system was tested and verified as ready for use. Isi has received the mtm component, and failure analysis (fa) has completed their investigation. The reported issue was able to be reproduced and identified during visual inspection. During evaluation, the slip ring was found to be loose. The slip ring was adjusted and seated properly. Subsequent tests that were performed passed. No further repairs were required. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 22005 and 23008 occurred on the right mtm during the surgical procedure and were related to the reported complaint. Per the review, on (B)(6)2022., the umbilical hernia was performed on system serial #sk3014 (B)(6)2022. This complaint is not reportable due to the following: it was reported that during a da vinci-assisted surgical procedure, faults on the surgeon side console (ssc) right manipulator were displayed. The customer converted to another da vinci ssc after the start of the procedure due to the errors and the right usm being frozen. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.